Manufacturer narrative:
Change in patient identifier from (B)(6) to (B)(6).

Manufacturer narrative:
Controls were run before the incident and the results were acceptable. A field service engineer (fse) found deposit on the reagent syringe. Fse replaced the new modular chemistry reagent syringe and the crem module. The following med-watch reports are linked to this event: 2050012-2011-00096.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine (crem) results for two patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The result of patient one was reported out of the laboratory. Result of patient two was not reported out of the laboratory. The samples were repeated and lower results were obtained. Amended report was initiated for patient number one only. Patient number two's results are covered under MDR 2050012-2011-00096. Although other symptoms were present that required hospitalization; the erroneous crem contributed for the patient to be hospitalized.